Manufacturer narrative:
Exact date unknown, event occurred a couple days after implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7073254/7073304.

Event description:
It was reported that the patient had a suspected abscess around the ipg site which could be contributing to pneumonia-like symptoms. The physician assessed that the patient had an infection. It was also noted that the patient was experiencing undesired sensation even if stimulation was turned off. The patient was hospitalized and was provided medical treatment. The patient was doing well.